Manufacturer narrative:
Block h6: imdrf device code a0506 captures the reportable event of stent lock failure to unlock. Imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2026. During the procedure, the stent could not be deployed due to lock mechanism problem. The stent was removed from the patient fully covered by the outer sheath, and the procedure was completed using another axios stent. There was no patient injury reported due to this event.